Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -13.50/1.5/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to low vault and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Unable to perform dimension (width) measurement due to inadequate rehydration of the lens. Dimensional (length) measurement inspection found the lens to be within specifications. Claim# (B)(4).